Manufacturer narrative:
Per tandem user guide: ensure there are no air bubbles when drawing insulin from the vial into the syringe. Air in the system takes space where insulin should be and can affect insulin delivery. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and it was discovered occlusion was caused by a blockage in the cartridge. Customer reported not performing the air removal step when filling the cartridge. Customer was educated on the air removal process per the user guide. Customer changed the cartridge and resumed insulin delivery. Customer's blood glucose was 217 mg/dl at time of event.